Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 6.0, re-test: 4.3, re-test: 5.2. Each re-test was performed minutes apart on a new finger. Pt self tester started a course of antibiotics one week ago. Prior to this week's results, pt was obtaining expected values within his therapeutic range. Pt is testing on a brand new box of strips today.

Manufacturer narrative:
Investigation pending.